Event description:
It was reported the pump was alarming no disposable again. The pump was silenced, and settings were reviewed and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Removed cassette again and gently tapped cassette and massaged tubing. Replaced cassette and alarm persisted. Powered pump off. Advised she call clinic for further instructions. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.